Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose level increased [blood glucose increased]. Insulin sometimes did not come out [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "blood glucose level increased" beginning on (B)(6) 2018, "insulin sometimes did not come out" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novorapid chu penfill (insulin aspart) from an unknown start date and ongoing due to "type 1 diabetes mellitus" (unknown dose and frequency), novopen echo (insulin delivery device) from an unknown start date due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus. (Duration not reported). Since an unknown date, the insulin sometimes did not come out by a test shot. On (B)(6) 2018, blood glucose level increased to 600mg/dl by smbg (self monitored blood glucose) although usual levels were between 200 to 300 mg/dl. On the same day the patient visited the hospital where novopen echo was replaced with a new one, and patient would be followed up. Action taken to novorapid chu penfill was reported as no change. Action taken to novopen echo was reported as not reported. The outcome for the event "blood glucose level increased" was unknown. The outcome for the event "insulin sometimes did not come out" was not reported. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid chu (insulin aspart).

Event description:
Case description: investigation results: name: novopen echo - batch: ev40111. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During test of the device it has not been possible to detect any irregularities. Name: novorapid® chu penfill® - batch: unknown. No investigation was possible, because neither sample nor batch number was available since last submission, the case has been updated with the following information: investigation results updated. Manufacturer comment updated. Narrative updated accordingly. Manufacturer's comment/company comment: 10-jul-2018: since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case,it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case: (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novopen echo and novorapid chu (insulin aspart). Device evaluated by MFR: evaluation summary: name: novopen echo - batch: ev40111. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During test of the device it has not been possible to detect any irregularities.